Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000439623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported during the procedure, that vasoview hemopro 2 co2 occlusion. Procedure was completed using the btt from a vasoview accessory pack pulled from the shelf. There was no procedural delay. No harm/effects to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.